Event description:
It was reported that during an unspecified treatment procedure withdrawal difficulties occurred. The severely calcified, eccentric shaped, de novo lesion was located in the severely tortuous carotid artery with a greater than 90% degree bend. The physician advanced a 190cm filterwire ez to the lesion and encountered significant resistance introducing it into the lesion. The filter was deployed with some difficulty, but was unable to be fully captured within the retrieval sheath prior to withdrawing. During withdrawal the physician found it hard to withdraw the device normally. The procedure was not completed due to the severe tortuousity of the patient's anatomy and the patient is being treated with medication. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).